Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg would no longer hold a charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was discarded.